Manufacturer narrative:
Pt info - unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -13.00/2.0/112 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and residue and debris on lens. (B)(4).